Event description:
In 2009, the patient stated that her blood glucose levels have gone as high as 600 mg/dl and that her bolus does not always bring her blood glucose level back down. After waiting one to two hours, the patient boluses again and then her blood glucose levels drop as low as 20 mg/dl. Trouble shooting with the patient suggest that there may be an issue with the patient's infusion site. The patient uses a competitor's infusion tubing. The patient will be sent a sample infusion set and additional training has been requested. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.